Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported with a description of faulty intraocular lens. Additional information has been received and stated that intraocular lens wasn¿t successful advanced as the trailing haptic was caught. Therefore, the surgical team had to open and use the backup lens to avoid potential risk.